Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indications prematurely. The ipg was removed and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indications prematurely. The ipg was removed and replaced. No patient complications were reported as a result of this event.